Event description:
Clinicians had exchanged iab/iabp due to helium loss alarms but alarms continued. Volume had been decreased from 30cc to 25cc but alarm continued. Acs received 3 alarm strips by fax & all occurred w/ a pvc. There was widening in inflation & deflation artifact which fit patient having large buildup of calcium in aorta. There were no reported patient complications. Once pump was put into 1:2 mode, alarms were resolved.